Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the front surface of one bipolar yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Isi followed up with the initial reporter and obtained the following additional information: the issue was first observed in spd with four times magnification as stated in the RMA. The black cable had damage to the insulation; however, it is unsure of thermal damage. It believed the procedure was completed with the same instrument. It is unsure if damage resulted in fragment fall. No arcing was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had compromised insulation on the cautery wire. Observed in spd with four times magnification per instructions for use (IFU). Customer was not notified during the last case the instrument was used on of any issues. No known impact or patient consequence was reported.